Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2018-02373. It was reported that a pericardial effusion occurred post procedure. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman ® laa closure device & delivery system along with a watchman® access system were selected. The closure device was implanted and the procedure was successfully completed by 10:05am. At 8:12pm the patient experienced a pericardial effusion (pe). There was no effusion pre or post procedure and the physician believes it may have been caused by the trans-septal puncture. The pe was drained and the patients¿ status was fine. The patient was discharged two days later.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that at the time the pe occurred the patient experienced shortness of breath and the early stages of tamponade.